Event description:
Caller alleged discrepant results when compared with the lab. Results reported as follows: date5/25/06 pt#1 inratio 2.5 lab 8.55/25/06 pt#2 inratio 1.2 lab >20pt#1 had pick-line and was hospitalized due to becoming septic.pt#2 died from cancer few days later. No sign of bleeding.